Event description:
Dopamine was infusing on baxter 3 channel IV pump. Pump suddenly had pump failure and shut off. Pump was plugged in wall at the time. Pt's blood pressure dropped to 60 systolic in the time it took to place dopamine on another pump.